Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent excision of left groin cyst.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2007 the patient underwent a gynecological procedure in order to treat stress urinary incontinence and urethral hypermobility and mesh was implanted. At the time of mesh implantation a first degree cystocele was found. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent a rigid cystoscopy and bladder neck coaptite injection on (B)(6) 2014 due to sui. No additional information was provided. (B)(4).